Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suction issue was improper reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported during a scope reprocessing in-service of evis exera ii ultrasound gastrovideoscope, that they do not have suction in their reprocessing room. There was no patient or procedural involvement with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. Multiple in-services were performed and reprocessing guideline steps were reviewed with the staff. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.